Event description:
Healthcare professional (hcp) reports patient with peritonitis episode. Patient noted to have cloudy effluent and abdominal pain. Patient was hospitalized at time of reported peritonitis for post surgical hip infection. Hcp reports patient has had their peritoneal dialysis catheter removed due to a fungal infection. The patient was treated with oral antifungal medication (medication and dosage unknown). Hcp verbalized that reported incident may be attributed to user error, as patient did not perform peritoneal dialysis per procedure. Rn reports patient remained hospitalized and was transferred to hemodialysis. Additional follow up with hcp indicated patient later expired in the hospital. (Date unknown).